Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and identified the faulty buffer valves. The fse replaced the buffer valves to resolve the issue. The fse performed ise calibration, precision, and quality control, which all passed. Analyzer resumed normal operation. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported approximately sixteen (16) patients had critical high results for ion selective electrode (ise) sodium (na), potassium (k) and chloride (cl) involving their au480 clinical chemistry analyzer. The customer repeated the patient samples and results were normal. There was no report of change to treatment, injury, or death associated with this event. Customer did not provide patient data or demographics.